Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle broke off into the injection site during use, and was removed with the fingers. Once removing the broken piece, the patient end needle was found to be bent. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "(1) pen needle broke off in the injection site during injection, consumer stated that she removed the needle with her fingers, no injury, no medical attention. Also stated that when she removed the needle from the injection site, she noticed that it was bent at the patient end."